Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. The pulse generator was unable to be interrogated and exhibited backup operation. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.